Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen 4000mcg/ml at 1000mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that the patient was resuming hyperbaric treatments so the hcp was aspirating 38ml and refilling the pump to the full 40ml on 2016-08-31 (the manufacturer representative later reported that the patient reported that the event occurred a week prior to (B)(6) 2016), when they discovered the discrepancy. It was reported the hcp aspirated 15ml less than they were expecting. On (B)(6) 2016, the patient came back for a refill and this time they received 2ml less than expected. The reservoir volume injected at the last refill was 40ml. The plan was to monitor the patient. A dye study was ordered by the nurse because he thought it would show a leak. The dye study showed that the catheter was fine and everything was normal. The cause of the volume discrepancies were unknown. The patient was refilled on (B)(6) 2016, the residual was normal with no discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.